Event description:
It was reported after use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had the shield/cap/stopper different in color/shade/or faded. The following information was provided by the initial reporter: "a problem with the colour of the purple cap of the edta reference. Some caps are lighter than the usual color and are therefore mislaid by the sorting machines. This means that some tubes have to be ironed several times and sometimes the cap has to be replaced (3 to 4 tubes/day)."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for shield color variation with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes had the shield/cap/stopper different in color/shade/or faded. The following information was provided by the initial reporter: "a problem with the colour of the purple cap of the edta reference. Some caps are lighter than the usual color and are therefore mislaid by the sorting machines. This means that some tubes have to be ironed several times and sometimes the cap has to be replaced (3 to 4 tubes/day)."